Event description:
It was reported to boston scientific corporation that a lynx suprapubic sling system was implanted on (B)(6) 2011. According to the complainant, post-procedure, the patient presented with unspecified complications.according to the physician's office, the patient was last seen on (B)(6) 2012 and presented with urinary incontinence.all other information is unknown and unavailable.